Event description:
It was reported a study was conducted where a serious injury of non-union was noted. Study ID: depuy - (B)(4). Subject ID: (B)(4). Original injury was (B)(4). 2023. Patient sustained a high trauma polytrauma. A retrograde femoral nail advanced was used to treat the grade iii shaft fracture on the left femur. Five (5) locking screws were used. Surgical date was (B)(4). 2023. (B)(4). 2023 union had not been achieved. (B)(6) 2023 ap/lateral x-rays taken; union had not been achieved. (B)(6) 2024 ap/lateral x-rays taken; union had not been achieved. And patient indicated pain. This report is for one rfna/ 10mm/ 360mm/ standard bend/ ster for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: b3: unknown event date. D9: complainant part is not expected to be returned for manufacturer review/investigation. E1: initial reporter is j&j company representative. H3, h4, h6: without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: h4 device history: manufacturing location: monument' manufacturing date: 07-jun-2022; expiration date: unknown; part number: 04.233.036s, rfn/10mm/360mm 5 degree bend/pe inlay/sterile; lot number: 770p748 (sterile); lot quantity: (B)(4). Production order traveler met all inspection acceptance criteria. Inspection sheet, in-process / inspect dimensional / final, met all inspection acceptance criteria. Inspection sheet, rfn assembly inspection, met all inspection acceptance criteria. Packaging bom was reviewed and determined to be conforming with no deviations to normal packaging identified. Note: scn (B)(4) was recorded on the production order traveler. The scn was reviewed and met specified dose ranges however, there was no linkage to specific lot numbers within the document. There was no pll included in this DHR. Therefore, the pll for this lot could not be reviewed and the expiration date could not be notated. This lot met all dimensional and visual criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Component part(s) reviewed: component parts were not reviewed as the reported complaint condition of ¿adverse event non-union¿ does not indicate breakage of the nail or any of its components. Therefore, review of the raw materials would not be pertinent to the reported complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: added: a1, a6, b3, d6a, d6b. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H.11. Additional narrative: added: b5. Corrected: d4 (primary UDI number), e1 (facility name), h8. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Additional information received: clinical adverse event received for non-union. Device and procedure (rela tedness). Device related: not related. Procedure related: probable. Date of event: 19 mar 2024. Date of implant: (B)(6) 2023. Date of revision: (B)(6) 2024. Device location: left. Treatment/impact: resulted in medical or surgical intervention to prevent life-threatening illness or injury or permanent impairment to a body structure or a body function, surgical intervention at the fracture site, revision, involving adjustment, modification, removal or replacement of any registry nail system components. Depuy synthes products used: catalog number: 04.233.036s. Lot number: 770p748. Component type: rfna. Description: retrograde femoral nail advanced: 10mm: length 360mm.